Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having derotation of the spine at t2-l1 for scoliosis. It was reported that while derotation of the spine the tip cracked off the driver. The other driver is worn, after 1000 of uses, and the driver no longer retains the set screw. The adapter, after 100s of final tightening set caps, no longer retains the set screw ring after final tightening and set screw ring falls off the driver. There was no delay in the overall procedure time, and no fragment of the implant or instrument remaining in the patient. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3:product analysis of product no:x5597185, lot no:kc25d002 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.